Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an adverse event occurred. The patient¿s mother reported 'no readings' which resulted in a hypoglycemic event. Earlier on (B)(6) 2019 when the patient was sleeping, the cgm indicated her glucose was low when it was not. At breakfast the mother checked a finger stick blood glucose (bg) which was in the 300s mg/dl but the continuous glucose monitor (cgm) was reading in the 70s mg/dl or below. At school at approximately 9:30am the patient reported to her teacher that she felt her glucose was low, and the cgm was displaying 'no readings.' Because of the patient feeling low and the lack of readings on the cgm the teacher sent her to the nurse's office, where a fingerstick bg reading was approximately 300 mg/dl. The cgm updated at this time to read 'low.' The nurse gave the patient some food, and a bg check said her value was high but the patient became unresponsive. The mother later checked the data for this time frame and said there were no readings. The nurse called paramedics who transported the patient to the emergency room (ER). In the ER, the cgm kept reading low and there were also multiple gaps in the data, with no readings. The patient was still in the ER at the time of contact and, per the mother, was doing a lot better. No treatment information was provided. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019. It was indicated that the transmitter was not cleaned properly, which is misuse of the device. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.